Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 19-9 immunoassay on a cobas 8000 e 801 module and a second e 801 module used for investigation. No incorrect results were reported outside of the laboratory. The sample was tested on the customer's e 801 analyzer on (B)(6) 2019. The sample was diluted x2 and repeated on the same analyzer. The sample was treated with neuraminidase and repeated on the customer's e 801 analyzer without dilution and after a x2 dilution. The sample was treated with protein a and diluted x2, then repeated on the customer's e 801 analyzer. The sample was repeated on an architect analyzer without dilution and after a x10 dilution. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2019. On the analyzer used for investigation, it was run without dilution and after being diluted x2, x5, and x10. The e 801 analyzer used by the customer is serial number (B)(4). The e 801 analyzer used for investigation is serial number (B)(4). Ca 19-9 reagent lot number 416245, with expiration date of january 2021 was used on this analyzer.